Event description:
Reporter indicated that vns pt was scheduled for vns therapy system replacement surgery because both the neurologist and the neurosurgeon believed that there was a bad connection with the pt's current system as the pt was having an increase in seizures. Further follow up revealed that revision surgery was performed and the pt's lead was replaced. The generator was reportedly functioning properly. No generator/lead connection problem was noted during the revision surgery, but it was reported that there was a problem with the lead and that the lead needed to be replaced. Investigation to date has been unable to determine the nature of the led problem. The pt is reportedly doing well after the revision surgery. The pt's ant-epileptic medications were increased when pt began to experience the increase in seizures. The pt's seizures are well controlled following lead replacement surgery and pt's medications have been decreased back to the usual dosages.